Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a base task timeout error. The device was visually inspected. A functional test was performed and the reported issue was not confirmed. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had changed the infusion dose without any user input during infusion. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, but the reported issue could not be duplicated. However, further investigation revealed a nonfunctional air detector. The cause of the issue was unknown. The air detector was replaced. The software was updated as a precaution. A review of the service history showed no indication that the complaint was related to any service performed on the device during the review period.